Event description:
The customer reported erroneously low ise (ion selective electrode) patient results were generated on the au480 clinical chemistry analyzer. The results were not released from the laboratory. There was no change in patient treatment in association with this event.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with troubleshooting the device. The customer noted the static brushes were dirty. The customer replaced the static brushes and confirmed the issue was resolved. Beckman coulter internal identifier is (B)(4).